Manufacturer narrative:
This report is submitted on july 12, 2022.

Event description:
Per the clinic, the patient experienced a wound infection which was treated with oral antibiotics. The implant remains in-situ.